Manufacturer narrative:
(B)(4). Batch # p94l2d. Investigation summary: the device was returned with no apparent damage. The device was connected to a gen11 and the device was found to be functional and worked as intended. The device was tested with the test media and performed as expected and no anomalies were noted with the functionality of the device. Also during functional testing on the generator, although the device did activate, there was no audible feedback sound from the instrument when the clamp arm was fully closed. When the device was disassembled to inspect the internal components, no anomalies were found related to the reported event. However, what was found was that the closure indicator was broken and not making contact with the moving trigger. In addition, it was also found that there was a cracked internal component; the y-link. It could not be determined what may have caused the reported incident of: ¿it is not working properly(slower than before)." The amount of energy delivered to the tissue and resultant tissue effects are a function of many factors including the power level selected, blade characteristics, grip force, tissue tension, tissue type, pathology, and surgical technique. The batch history record was reviewed and there were no defects, protocols or ncr(s) found during the manufacturing process related to this complaint.

Event description:
It was reported that during an unknown procedure, the device was not working properly (was slower than before). There was no patient consequence.